Manufacturer narrative:
Investigation summary : d had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record (DHR) could not be conducted. However; the DHR for the reported potential lots were reviewed: based on a review of the device history record for the suspected lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was also conducted on the potential lot #'s with no trend identified. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there was a significant increase in rouleaux formation in an unspecified amount of tubes. No patient impact reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim there were multiple 510k numbers reported to be involved. The additional information is as follows: g.5. PMA / 510(k)#: k213670. G.5. PMA / 510(k)#: k231373. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Lot number was not reported; however, potential lot numbers were provided. The information for these lot numbers are as follows: d4. Medical device lot#: :5169906. D4. Medical device expiration date: 30-sep-2026. D4. Unique identifier (UDI)#: (B)(4). H4. Device manufacture date: 18-jun-2025. D4. Medical device lot#: 5101419. D4. Medical device expiration date: 31-jul-2026. D4. Unique identifier (UDI)#: (B)(4). H4. Device manufacture date: 01-may-2025. D4. Medical device lot#: 5101420. D4. Medical device expiration date: 31-jul-2026. D4. Unique identifier (UDI)#:(B)(4). H4. Device manufacture date: 01-may-2025. D4. Medical device lot#: 5076221. D4. Medical device expiration date: 30-jun-2026. D4. Unique identifier (UDI)#: (B)(4). H4. Device manufacture date: 17-mar-2025. D4. Medical device lot#: 5059131. D4. Medical device expiration date: 31-may-2026. D4. Unique identifier (UDI)#: (B)(4). H4. Device manufacture date: 28-feb-2025. D4. Medical device lot#: 5015007. D4. Medical device expiration date: 30-apr-2026. D4. Unique identifier (UDI)#: (B)(4). H4. Device manufacture date: 15-jan-2025. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there was a significant increase in rouleaux formation in an unspecified amount of tubes. No patient impact reported.